Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The manufacturer's representative reported that the patient experienced increased tone and radicular pain. X-rays taken revealed that the catheter had dislodged and was coiled at the anchor. A catheter revision was performed in 2006. Following the revision, the pump was filled with lioresal 500 mcg/ml. The patient has recovered without sequela and is doing well .